Manufacturer narrative:
The device was tested on the bench and analysis performed, including electrical and mechanical tests indicated that the device exhibited normal device characteristic. The device was operating in backup vvi mode due to cold temperature exposure.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown.